Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator, indicating that the device produced an inst (instrument) failure error message. The fse evaluated the device onsite, and no errors were observed. However, further investigation found that the user did not press the "charge" button during the operational test, causing the device to produce an error message. The user was instructed on the proper testing sequence to resolve the issue. The device remains at the customer site, and no further action is required at this time. Based on the information available and the testing conducted, there was no evidence of a device malfunction. The cause was attributed to user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The user was informed on the proper testing sequence, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.